Event description:
Customer reported device = 420 mg/dl. 5 hours later, device = 468 mg/dl. Retest = 452 mg/dl. Ambulance was called. 15 minutes later, emergency medical technican (emt) device = 212 mg/dl. Customer was taken to the hospital. Hospital device = 116 mg/dl. Customer was given an IV and treated for dehydration. Customer was released from hospital when glucose = 101 mg/dl. No controls used. A request was made for return product and replacement product was sent.